Event description:
It was reported, the patient's scs ipg was electively explanted per the patient's request after the patient received the field action letter. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Evaluation: results - ipg was received with instrument marks on the ipg. Ipg communicate with a lab ppg and issued" ipg battery low recharge battery" warning. Blue screen battery voltage 3.568 v. Blue screen battery current: 0.0081845 a. Post decontamination analysis: microscopic inspection of the ipg revealed instrumentation damage on the header and discoloration in both septa and upper port. No other anomalies or damage was observed. It functioned and communicated with all lab utilities. It drew idle current within specification (3-15ua). It accepted charge using a lab charger. Conclusion - this was an elective removal. There is no alleged device failure to meet specification. The event cannot be confirmed through product analysis testing; therefore no checklist was initiated per 56-0258. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.